Event description:
It was reported that a loss of connection occurred. The product was evaluated. The device was visually inspected and passed. Voltage testing was performed and it passed. A nordic bluetooth pairing test was performed, and it passed. The bin file was downloaded and failed. The allegation was confirmed but could not be reproduced with the returned product. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional.. D9: device availability - additional.. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: adverse event problem component codes ¿ additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. No data was provided for evaluation. Confirmation of the issue was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.